Manufacturer narrative:
The reported event of pacing issue was confirmed. Continuity testing confirmed a full open condition of the proximal circuit. The distal circuit was found to be continuous. A cut down of the catheter body was performed just proximal of the proximal electrode to expose the pacing leadwires. The proximal leadwire was found to be broken around the solder joint. It was confirmed that the proximal circuit was continuous from broken lead wire to proximal connector pin. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 min without leakage. No visible damage or abnormality was observed from balloon, windings and returned syringe. Further evaluation regarding supplier related quality issues is under investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that there was no pacing response received from the beginning after pacing was initiated on the first day of use. The issue was resolved by replacing the catheter. Information such as what kind of surgery and examination the catheter was used for or if the patient had cardiac conduction defect is unknown. Patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
Additional evaluation was completed. After cutting the balloon, it was confirmed that the proximal leadwire was broken at the proximal electrode port. Further evaluation regarding supplier related quality issues is under investigation. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Engineering evaluation was completed and concluded a pra was needed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.